Manufacturer narrative:
On 6/14/2018, mentor received additional information: serial: (B)(4). Concomitant products: second mentor memorygel breast implant 800cc gel prosthesis, catalog: 3542650, serial number: (B)(4), lot: 6904110. The device history record (DHR) was reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: first mentor memorygel breast implant 800cc gel prosthesis, catalog: 3502254bc, lot: 6855406. (B)(4).

Event description:
On (B)(6) 2018, two mentor memorygel breast implant 800cc gel breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. A preliminary visual inspection of the devices indicate that the packaging was damaged. As a result, this event will be conservatively reported to FDA. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-03381 for the second prosthesis.

Manufacturer narrative:
Device evaluation summary: on 5/14/2018, two mentor memorygel breast implant 800cc gel breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. A preliminary visual inspection of the devices indicate that the packaging was damaged. As a result, this event will be conservatively reported to FDA. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-03381 for the second prosthesis. The device was received at mentor with damaged packaging. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).